Event description:
A respiratory therapist reported that the mother of a tracheostomy patient stated the "slot in the flange" of the tracheostomy tube "tore out where the twill tape ties into the flange". The breakage reportedly occurred during the night. The trachea tube was replaced with a similar spare device. The patient was reported to not have been attached to a ventilator, he breathes room air 24/7. The mother reported that the son has had a trachea for years and she is experienced in the use and cleaning of the trachea. He respiratory therapist stated the patient's trachea is changed monthly. There have been no changes in the cleaning process or anatomy of the patient. There was no harm to the patient reported.

Manufacturer narrative:
(B)(4). The returned tracheal tube was visually inspected by the covidien failure investigator who verified the reported broken flange. The part was replaced with an identical device.